Manufacturer narrative:
Analysis of programming history (if applicable).

Event description:
On (B)(4) 2013 review of the patient's programming history revealed that on (B)(6) 2006 a partial programming occurred that changed the patient's settings. This was not observed until the next day when the settings were corrected. No adverse events were reported to have occurred due to this settings change.